Event description:
Surgeon attempted to deploy the ligaclip during a laparoscopic cholecystectomy. The surgeon felt an unusual double clicking action. The clip did not close tightly on the tissue and fell off of the cystic duct into the abdominal cavity. The surgeon was able to retrieve the clip. Another device from another lot number was then used and deployed correctly.